Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in august 2023. Summary of investigation no sample/picture of the involved device, no x-ray picture, and no completed questionnaire form were returned for investigation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter migration. Conclusion the complaint is not confirmed as no sample was available for evaluation. It is worth noting that the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident with celsite access ports (0,08%). No actions plan is foreseen at this time.

Event description:
"On (B)(6) 2025, when using the port system, a lack of blood control was detected; an x-ray of the system with contrast was performed - contrast leakage from the port system, the catheter in the projection of the cardiac cavity."